Manufacturer narrative:
The technician replaced the power transformer; pcb board and the power interconnect cable to repair the bed.

Event description:
Info received indicates the bed has no power due to body fluid found in the power control box.